Event description:
It was reported that on (B)(6)2023, a 29mm navitor valve was chosen for implant with a large flexnav delivery system. The patient's aortic annulus dimensions are as follows: perimeter-84.9mm, perimeter derived-27.0mm, area-550.3mm2, area derived-26.5mm, minimum diameter-22.7mm, maximum diameter-30.6mm, average diameter-26.7mm, and eccentricity-0.26. During the final release, the device had migrated to the ascending aorta. It was reported the implant depth at deployment was 3mm. After migration, the final implant depth was 5mm. The patient had a gradient of 8mmhg following implant. A decision was made to perform a valve in valve procedure and implanted a second 29mm navitor valve. It was reported there was sufficient calcium to allow anchoring of the first device and that there was no tension in the delivery system at the time of final deployment. There was no report of any adverse patient effects. There was no clinically significant delay in the procedure due to this event and the patient remained hemodynamically stable throughout the procedure. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of the valve migrating after implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.